Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the self-adhesive from the infusion sets were not sticking to the patient's skin. This occurred with two infusion sets from the same box. One of the cannulas came out of the patient's body. No adverse event reported. Return of the suspect device was requested for evaluation.